Manufacturer narrative:
The unit will not be returned for eval. It is not possible to determine an assignable cause for this issue. Insufficient info for a complete investigation. The DHR for lot 06313-05 was reviewed. The unit met mfg specs when released and there were no issues related to the complaint. There were (B)(4) units released from lot 06313-05. A review of lot history showed that there were (B)(4) units that failed for functionality from this lot. Lot 06313-05 has a failure rate of (B)(4). No significant trend was observed.

Event description:
After priming the doctor used handpiece for a given period the audible noise went out. Replaced it with a new handpiece, the procedure was completed (trunk stock).